Manufacturer narrative:
Patient identifier, age and weight were unavailable from the site at time of this report. Software investigation not completed at time of this report. Patient files/scans/logs not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the target was moving when the nexprobe was turning inside the nexframe. Trajectory was aligned with the nexprobe and the base of the nexframe was fixed/tightened with the wing-screws. Target point and target scope were correctly aligned. After rotating the nexprobe into the next stop the guidance view showed that the target point had an offset of approximately 3mm. The amount of the offset changed with the rotation of the nexprobe. When going back to the initial position the alignment was correct again. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. The nexprobe and nexframe were not returned for part analysis. The navigation system was evaluated and performed properly during performance testing. Unable to replicate issue.